Manufacturer narrative:
This is one of two device reports for this event and this event is one of two events for this pt the associated MFR report numbers for this event are: 1225714-2014-02387 and 1225714-2014-02388. The associated MFR report numbers for the pt's other event are 1225714-2014-02389 and 1225714-2014-02390. Add'l info has been requested and will be submitted upon receipt accordingly.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported on the same patient involving two separate products mdrs # 1225714-2014-02387, 1225714-2014-02388, 1225714-2014-02389 and 1225714-2014-02390.

Event description:
The plaintiff's attorney alleged that the decedent experienced weakness, hypotension and inadequate flow on (B)(6) 2012 and a cardiovascular event and subsequently expired on (B)(6) 2012, after the use of the product.